Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via right side of the lesion utilizing an anterograde approach. The 100% stenosed, chronic totally occluded (cto) target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. Microscopic examination revealed a complete hypotube separation 54.5cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. The distal tip was damaged. Microscopic examination of the balloon did not reveal any tears or damage. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that they removed the guide wire and the 1.5mm x 20mm x 143cm coyote es balloon catheter from the patient as a unit. After that, they removed the guide wire from the balloon catheter and the shaft of the balloon catheter separated.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).